Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, removal difficulty occurred. Access was obtained via the right femoral artery. The concentric lesion was located in an 80% restenosed stent located in an anastamosis of a saphenous vein graft (svg) to the right coronary artery (rca). The graft was placed approximately 8 - 10 years ago. The manufacturer of the stent is unknown. The lesion was 8mm long and 3.5mm in diameter. The 3.0 x 10mm flextome monorail cutting balloon was utilized to perform multiple inflations to 12 atms for 60 seconds each. When the physician tried to remove the balloon, it became stuck and was unable to be pulled back. Several attempts were made to try to remove the balloon including pulling negative and also inflating the balloon to 4atms and then deflating, however these were unsuccessful. The physician "pulled hard" on the device which resulted in loss of wire position however the balloon was removed intact. The procedure was completed with this device with 15 - 20% residual stenosis. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous treatment procedure, removal difficulty occurred. Access was obtained via the right femoral artery. The concentric lesion was located in an 80% restenosed stent located in an anastamosis of a saphenous vein graft (svg) to the right coronary artery (rca). The graft was placed approximately 8 - 10 years ago. The manufacturer of the stent is unknown. The lesion was 8mm long and 3.5mm in diameter. The 3.0 x 10mm flextome monorail cutting balloon was utilized to perform multiple inflations to 12 atms for 60 seconds each. When the physician tried to remove the balloon, it became stuck and was unable to be pulled back. Several attempts were made to try to remove the balloon including pulling negative and also inflating the balloon to 4atms and then deflating, however these were unsuccessful. The physician "pulled hard" on the device which resulted in loss of wire position however the balloon was removed intact. The procedure was completed with this device with 15 - 20% residual stenosis. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon had evidence of being inflated. There was a twist in the rapid exchange (rx) bond. The device was attached to an inflation unit and inflated to its rated burst pressure (rbp) without issue. A microscopic examination of the balloon observed that one blade was bent 2.5mm from the proximal end of the blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).